Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4). On (B)(6) 2016, fse arrived at the site to address the reported event. Inspection of the device revealed that the peek tubing was broken near the filter housing. Fse repaired the peek tubing and then ran controls. There were no reports of leaks or errors post-intervention. No further action was required by field service. The most probable cause of the reported event was operator error resulting in broken peek tubing.

Event description:
On (B)(6) 2016, the customer reported that they had broken peek tubing at the top of the filter assembly of their g8 analyzer. On (B)(6) 2016 field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hba1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.